Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intraperitoneal volume event which occurred on (B)(6) 2010, during drain cycle 3. The drain volume was 3291 milliliters. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation is currently in progress. Any results of evaluation will be provided in a follow-up emdr.